Event description:
During robotic-assisted laparoscopic myomectomy and uterine reconstruction, the pk dissecting forcep stopped working. The wire controlling the articulating jaw had frayed. Surgeon notified. Instrument sequestered. An x-ray was taken; radiologist found nothing in the pt's abdomen. According to robot console, this instrument was used eight times out of ten possible, meaning it had two "lives" left before discard.